Event description:
The customer reported that he was in a serious accident. The customer's current blood glucose level was 350 mg/dl. The customer stated having a blood glucose level of 453 mg/dl in the morning. Assistance in rewinding the pump was provided and insulin did exit the tubing. A high pressure test was also conducted and passed. The customer visited the doctor the day prior to change the basal rates of the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.